Manufacturer narrative:
The returned pump was inspected and found to be free of damages, with no biomaterial noted on the pump. The pump passed hemolysis testing, indicating that the failure was not related to a defect of the device. The root cause of the hemolysis was unable to be determined because the failure mode was unable to be reproduced.

Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) caucasian female with diagnosis of juvenile cardiomyopathy. Patient was diagnosed at (B)(6). An impella cp was placed. The doctors called and stated the patient has hemolysis above 100 level despite multiple repositions and elevated plasma-free hemoglobin (pfhgb). Given the severity of the disease and the patient's age the decision was made to change the pump. There was multiple plasma-hemolysis labs done and when they switched to a new pump the hemolysis went away.